Manufacturer narrative:
Additional concomitant medical products: 407645 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare professional (hcp) that the patient¿s ICD (implantable cardioverter defibrillator) is nearing rrt (recommended replacement time) so they were trying to demonstrate tones to the patient through the device/programmer, however they could not hear the device tone. The hcp was wondering if it is possible that the demonstrate tones feature on the ICD will not work. The ICD remains in use. No patient complications have been reported as a result of this event.